Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in "initializing please wait". The site tried to boot up the image acquisition system (ias) and mobile view station (mvs) individually and then connect the umbilical cord with no changes. No patient was present at the time of the event.

Manufacturer narrative:
The push cable was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection shows the push-pull cable was broken in two pieces. Physical damage was observed. The gantry cable tray was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection showed physical damage to the cable tray. The cable try was missing some guide fingers. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The push-pull cable and cable tray were replaced, and reconnected back up tp the fiber cable and the issue resolved. A system checkout was performed and the system is working as intended. The panel was returned to the manufacturer for evaluation. After a visual and physical examination it was discovered that the panel was returned unused. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in "initializing please wait". The site tried to boot up the image acquisition system (ias) and mobile view station (mvs) individually and then connect the umbilical cord with no changes. No patient was present at the time of the event.